Event description:
Generator was not working and the pt has experienced an increase in seizure activity but it was not an increase above pre-vns baseline frequency. Caregivers believe that the device is no longer working because the pt cannot feel magnet mode stimulation after the device is swiped with magnet. It was reported that the pt cannot feel magnet mode stimulation after the device is swiped with the magnet. It was reported that the pt tripped around the time that the increase in seizure activity began. Review of the manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine whether the patient's device is functioning properly as no response has been received to manufacturer's requests for additional information from treating neurologist (via telephone x2).